Event description:
The consumer was allegedly hit by a truck. No other details have been provided in regards to the alleged incident and injury. It is unknown if the chair caused or contributed to the alleged incident.

Manufacturer narrative:
No RMA has been issued for the return of this device. The product still resides with the consumer and it will not be coming back. The consumer became upset with the dealer and decided to go with another dealer. The dealer seems to be very uncooperative regarding this matter. He did not provide any information on the consumer and was able to provide information on where the consumer went to have the chair repaired. There is no information available on the consumer either. The consumer was allegedly hit by a truck. The consumer received a severe injury. The dealer is unclear as to what those injuries were. No other details have been provided in regards to the alleged incident and injury. It is unknown if the chair caused or contributed to the alleged incident. Model tdxsp serial number (B)(4) is approximately (B)(6). The owners manual part number (B)(4) provides the following warning on page 11: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." The consumer was hit by a truck while using the wheel chair. On page 15 the following warning is provided: "do not operate on roads, streets or highways."